Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(6) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Lvp bezel post recall group 1 -dom 2019- lvp bezel post recall completed. Replaced broken bottom rear case, and broken ail sensor right side. Replaced upper transducer for 240.4150 error. Replaced broken door latch middle, and missing platen assy replaced corroded right,left iui, and fluid ingress frame memb. (B)(6) 2019 11:21:12 (B)(6) recall contact: (B)(6). (B)(6) 2019 12:44:18 (B)(6) est - rcl to mjr (B)(6) 2019 12:11:02 (B)(6) npi confirmed updated from rcl to mjr for the major repair needed per (B)(6), service tech. Repair approved (B)(6). New po# (B)(4). (B)(6) 2019 13:48:59 (B)(6) post recall completed. Replaced broken bottom rear case, and broken ail sensor right side. Replaced upper transducer for 240.4150 error. Replaced broken door latch middle, and missing platen assy replaced corroded right,left iui, and fluid ingress frame memb. (B)(6) 2019 06:49:09 (B)(6). (B)(4), (B)(6) 2019 07:49:26 (B)(6). During the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Lvp bezel post recall group 1 -dom 2019- lvp bezel post recall completed. Replaced broken bottom rear case, and broken ail sensor right side. Replaced upper transducer for 240.4150 error. Replaced broken door latch middle, and missing platen assy replaced corroded right,left iui, and fluid ingress frame memb. 08/19/2019 11:21:12 michelle tanglao (mtanglao) recall contact: douglas skrabski/biomed/412-360-3810 email: douglas.skrabski@va.gov 09/06/2019 12:44:18 ngoc t bui (nbui) est - rcl to mjr 09/19/2019 12:11:02 crisleivy pena (crpena) npi confirmed updated from rcl to mjr for the major repair needed per ngoc t bui, service tech. Repair approved douglas skrabski, biomed, at dou glas.skrabski@va.gov for $365. New po# 646-9u2103. 10/01/2019 13:48:59 ngoc t bui (nbui) lvp bezel post recall completed. Replaced broken bottom rear case, and broken ail sensor right side. Replaced upper transducer for 240.4150 error. Replaced broken door latch middle, and missing platen assy replaced corroded right,left iui, and fluid ingress frame memb. 10/04/2019 06:49:09 arjie ancheta (aranchet) 1001901710640001524000457111908094 10/16/2019 07:49:26 joseph kuhls (jkuhls) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.